Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced continued incontinence, infections (kidney and urinary tract), pain with intercourse, mental anxiety, and sharp pain. It was reported that the patient underwent mesh revision on (B)(6) 2003 due to urinary retention as the mesh was on her urethra and caused voiding difficulties. It was reported that the patient desires removal of mesh, but doctors have advised against it, specifically dr. (B)(6), who has advised that it is too dangerous to attempt a removal because of chance of bleeding and other problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent concurrent supracervical hysterectomy with bilateral salpingo-oophorectomy and cystoscopy procedures.